Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Additional concomitant medical products: tibial articular surface provisional shim size ef 11 mm item # 42527900501 lot # 62710614; tibial articular surface provisional shim size cd 14 mm item # 42527900304 lot # 62414007; tibial articular surface provisional shim size gh 12 mm item # 42527900702 lot # 62220948; tibial articular surface provisional shim size gh 14 mm item # 42527900704 lot # 62784389. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2019-00671, 0001822565-2019-00672, 0001822565-2019-00673, 0001822565-2019-00674. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a tibial articular surface provisional was found worn and the ball bearings were missing.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Complaint sample was evaluated and the reported event was confirmed. Visual inspection of product exhibits signs of repeated use (nicked or gouged) and has one of components 1 and 2 disassembled / missing. The missing component was not returned. Device history record was reviewed and no discrepancies were found. Surgical notes were not provided. Root cause was determined in CAPA investigation to be associated with the design of the device and was subsequently redesigned. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.